Event description:
Customer reported broken wheel and steering problems. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cover and steering parts. No pt injury was reported.